Event description:
It was reported that the patient faced a lot of scar tissue on abdomen and weren't sure how to put on the Inset as they were never taught how to use it correctly event on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.